Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude. In addition, atrial undersensing was also noted. This lead remains in service. No adverse patient effects were reported.